Event description:
It was reported that a patient with a 25mm 7300tfx, in mitral position, is under consideration for a valve-in-valve procedure after an implant duration of 5 years and 4 months due to elevated gradients and suspected ppm (eoa 1.66 cm sq and tvi 1.8). The patient was presented with congestive heart failure and shortness of breath.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (device code and type of investigation).

Manufacturer narrative:
Additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx is under consideration for a valve-in-valve procedure after an implant duration of 5 years and 4 months due to stenosis. The patient was presented with congestive heart failure and shortness of breath.

Manufacturer narrative:
High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a history of hyperlipidemia (hld), diabetes type 2 (dm ii), coronary arteriosclerosis, kidney disease and coronary artery bypass graft (CABG). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.